Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The patient was treated with IV sugar and was doing fine. Per case notes, customer was provided with low glucose alert on mobile device and vibe on the transmitter. There is no claim of device malfunction with this complaint.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where patient experienced hypoglycemia and was sleep walking. Since the patient was moving around his wife was unable to perform a fingerstick to check his blood glucose and was called paramedics.